Manufacturer narrative:
The event of corneal endothelial cell loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported a bilateral endothelial cell loss 2 years post-implantation of the xen45 gts. This record is for the left eye.